Event description:
A us distributor contacted zoll to report that a patient developed a burn on the left chest pectoral after receiving an inappropriate treatment. The burn was described as the size of a dime, pink and similar to the type of burn you would experience if a curling iron touched your neck. No open skin or broken skin reported. Patient's burn was treated at home with silvadene cream by the patient's daughter. Daughter reports being a registered nurse and prescribed the cream. Outcome of patient burn is not known. The inappropriate treatment event was previously reported on (B)(6) 2022 in manufacturer report ref # 3008642652-2022-23412-00.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatment was confirmed and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication of a device malfunction causing or contributing to the patient burn. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.